Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information received from the manufacturer representative (rep) reporting that the patient experienced side effects at low voltages on all contacts, including facial pulling and vision issues. The rep reported that troubleshooting steps taken included "lots and lots of programming", impedance tests, and a CT scan. The rep reported that the cause of the issues was unknown. The rep reported that the replacement leads were implanted in a new target, and that the healthcare provider (hcp) won't turn the patient's system on for a couple of weeks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot#: va18dhk, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot#: va18dhk, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the hcp thought the patient was getting sub-optimal results due to possibility that the leads were malpositioned. The rep reported that surgery was undergone to replace the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the placement of the new leads resolved the patient's tremor. Impedances were in normal range. No further issues anticipated.